Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this ring was explanted after approx 2 yrs and 3 mo implant duration due to mitral insufficiency , sepsis, fever and pannus on ring. "Signs of infection" were evident on echocardiography. No further info was reported.